Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of corneal burn, endothelium detachment, marked corneal folds and occluded phaco tip; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows an eye surgery, the reported events cannot be confirmed on the photo attached to the parent complaint. A sample was not received at the manufacturing , and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct the date on the prior filed supplemental report. Incorrect date of 02/27/2020 is being corrected to 02/26/2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced a corneal burn during a cataract extraction procedure. The patient had a small anterior chamber, therefore it was necessary to use a greater amount of ophthalmic viscoelastic (ovd) to inflate the anterior chamber. The phacoemulsification (phaco) tip filled with the ovd upon insertion of the tip into the eye. The ovd was crystallized upon activation of the handpiece and the phaco tip clogged. Without cooling the burn was immediate. The occlusion alarm from the system did sound and was heard by the surgeon, but he did not realize the severity until the burn was noted. The tip was removed form the eye, rinsed and unclogged and the case was completed. A suture was required to close the wound. On post operative day one the patient presented with endothelial detachment and corneal folds. Additional information has been requested but not received.